Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation, contacting the aorta wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted, perforated, and contacts the aorta wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation therapy. The filter was deployed via the patient's right common femoral vein. It was in a good position. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately seven years and three months after the index procedure indicate stents are in place within the inferior vena cava (ivc). The ivc filter was also visible. The filter has an anterior tilt superiorly at 7 degrees. The filter struts show perforation beyond the wall of the ivc. Anteriorly these are seen in the surrounding fat, extending up to 4 to 5 mm. Laterally, this contacts the abdominal aorta wall. Posteriorly, the perforation extends up to 5 to 6 mm into the adjacent fat. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organs. The patient became aware of the reported events approximately seven years and three months after the index procedure. The patient continues to experience deep vein thrombosis, pulmonary embolism, pain, swelling in both legs, poorly healing skin ulcers on both legs, anxiety and fear.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation, contacting the aorta wall. The patient reported becoming aware of filter tilt, perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation of filter strut(s) into organs approximately seven years and three months post implant. The patient also reports deep vein thrombosis, pulmonary embolism, pain, swelling in both legs, poorly healing skin ulcers on both legs, anxiety and fear. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation therapy. The filter was placed via the right common femoral vein and deployed below the level of the left renal vein. Completion venography demonstrated good position and the patient tolerated the procedure well. Approximately seven years and three months post implant a computed tomography (CT) was performed, for reasons unspecified. Results of the scan noted that stents are in place within the ivc, the filter was also visible and was noted to have an anterior tilt superiorly at 7 degrees. The filter struts show perforation beyond the wall of the ivc. Anteriorly these are seen in the surrounding fat, extending up to 4 to 5 mm. Laterally, this contacts the abdominal aorta wall. Posteriorly, the perforation extends up to 5 to 6 mm into the adjacent fat. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and / or pain of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. These events, along with anxiety, do not represent a device malfunction and may be related to underlying patient specific issues. There are patient, vessel and pharmacological issues that can also contribute to these types of events. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.